Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13h08043 and h13k14046 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The patient was treated with unspecified intravenous antibiotics (dose and frequency not reported) for the event. On an unreported date, pd therapy was discontinued and the patient was switched to hemodialysis. The patient was discharged from the hospital twenty eight days after hospitalization and was reported to have recovered from the peritonitis. Additional information was requested but is not available.